Event description:
Pt desires removal of breast implants to facilitate mammography (her sister has metastatic breast cancer). She also has degenerative joint disease, multiple joint arthropathy and fatigue and hopes symptoms will improve after explant. Has been diagnosed with vague connective tissue disease.